Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, pump touchscreen was unresponsive, and the pump shutdown unexpectedly. Customer¿s blood glucose level was 400 mg/dl. The customer declined to troubleshoot or provide additional information regarding the issue.